Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: pppd. Event description: "the clip did not come out." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager. "The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, about 3 to 4 times. The applied 5mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaed clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.